Event description:
It was reported that the patient became somnolent since an increase. He was then unresponsive and difficult to arouse. An overdose was suspected due to an increased flex blousing in combination with the patient¿s usual dose of methadone. The event was indicated to be severe and resulted in in-patient or prolonged hospitalization. The event resolved without sequelae. The device system was used to deliver baclofen and clonidine.

Event description:
It was later reported that the patient experienced a medication overdose on 2014-(B)(6); 4 days later, narcan was given and therapy was suspended by placing a magnet over the pump. On 2014-(B)(6), the magnet was removed and therapy was resumed. The pump rate was decreased by 25% at this time. The patient outcome was resolved without sequelae on the same date.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).